Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2015.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-dec-2025, it was reported by a sales representative via (B)(4) that an ar-1600m 3-point shoulder distraction system arms were too loose and dropped. This was discovered during the case with no patient harm.